Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. The patient then presented to the emergency room due to dizziness. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of noise and pacing issue were confirmed. As received, a partial lead was returned in two portions for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the heart located at 7.8cm ¿ 8.1cm from the distal tip. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. The cause of the reported event was traced to the external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the heart located at the distal portion of the lead.